Event description:
Customer reportedly received results of 133 mg/dl and 62 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms reported with these results; self treated with glucose tab and candy. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.